Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker delivered inappropriate pacing due to undersensing of the patient's elevated heart rate during physical activity. As a result, the patient reportedly experienced symptoms. Technical services (ts) recommended programming changes. At this time, this pacemaker remains in service, and there were no additional adverse patient effects reported.